Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and mildly calcified distal right coronary artery. After pre-dilatation was performed, a 2.75x16mm synergy stent was advanced to treat the lesion. However, the device failed to cross the lesion. Following plain old balloon angioplasty, the synergy device was removed and the stent struts were found to be lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.